Manufacturer narrative:
Device evaluated by manufacturer: visual and microscopic examination of the returned product revealed that the stent was free moving along the balloon material, and there was no evidence that positive pressure had been applied to the balloon material. There was evidence of crimp marks along the balloon material indicating that the stent was correctly crimped onto the balloon, and there were no anomalies found along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that while unpacking for an unspecified procedure, the stent was observed as not being securely attached to the balloon. The location and characteristics of the lesion are unknown. During the unpacking of the express biliary ld premounted stent system it was observed that the stent was not connected securely to the balloon. The device was not used and another express biliary ld premounted stent system was used to complete the procedure. There were no patient complications or injuries reported.

Event description:
It was reported that while unpacking for an unspecified procedure, the stent was observed as not being securely attached to the balloon. The location and characteristics of the lesion are unknown. During the unpacking of the express biliary ld premounted stent system it was observed that the stent was not connected securely to the balloon. The device was not used and another express biliary ld premounted stent system was used to complete the procedure. There were no patient complications or injuries reported.

Manufacturer narrative:
(B)(4)